Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, prior to implant unknown particles were observed on the coil. The rv lead was not implanted, and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, there was not unknown particles/foreign material observed on the coil during visual inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.